Event description:
On august 27, 1996, the pt sustained a severely comminuted right fibula/tibia plateau fracture and underwent surgery on september 4, 1996 for an open reduction internal fixation (limited internal fixation) with hybrid external fixation. A follow-up examination in november showed some callus formation at the fracture site. On december 2, 1996, it was noted that the pt developed an open wound with exposed bone at the surgical site with minimal drainage. No infection was present. The pt was referred to plastic surgery for treatment. On december 26, 1996, the pt underwent surgery for removal of the external fixator and a rotational flap for the small open wound. The orthopedic surgeon curetted and removed the external fixator and removed the soft tissue around the pin sites.at this time under fluoroscopy, no motion of fracture site was detected. The plastic surgeon noted a minimal amount of serous looking drainage. The skin and fascia on each side of the wound was elevated from the wound edge and the surgeon noted that the wound would not close primarily without significant tension and that there was a high likelihood of recurrence. Prior to discharge, the physical therapist noted that the pt declined to practice steps "since he had been doing that since he broke it." The flap subsequently became necrotic over the tibial tuberosity and was removed. A gastrocnemius muscle rotation flap with a split thickness skin graft was performed on january 13, 1997. On february 7, 1997, the plastic surgeon noted two areas laterally at the edge of the muscle that were necrotic and debrided the area. He indicated that it did not appear to track to the bone. It was noted on february 21, 1997 that the wounds were completely healed. March 13, 1997, the orthopedic surgeon noted during a follow-up exam a small amount of serofibrinous drainage from the lateral aspect of the flap (without fever and chills). At this time it was noted that the graft was healed with two persistent areas medially with serofibrinous drainage (mild) without infection or cellulitis. Follow-up on march 24, 1997 indicated edema of the right lower leg, ulceration and purulent drainage from the lateral aspect of the flap and fluctuance on the medial area of the flap. However, the flap was viable. X-ray showed no obvious signs of infection. Follow-up with the plastic surgeon on april 4, 1997 indicated that the flap still showed signs of drainage on the right lateral flap edge. Minimal turbid fluid was expressed. MRI showed that the muscle looked good and x-ray showed no soft tissue infection/abscess. Follow-up with the orthopedic surgeon three days later indicated that the pt was doing well with a delayed union of the fracture. Some mild drainage from the lateral aspect of the flap was noted. On april 30, 1997, the physical therapist noted no drainage. The orthopedic surgeon noted on may 5, 1997 that there was a small fluctuant area on the lateral aspect of the wound which he aspirated and cultured.